Event description:
I injected pt with hydrelle on (B)(6) 2010 presented today (B)(6) 2010 with swollen upper lip tubercle. Performed incision and drainage. Drained two abscesses. Pt given antibiotics, nsaids, to follow-up weekly. Dose or amount: 1ml, frequency: prn, route: sq. Dates of use: (B)(6) 2010. Diagnosis or reason for use: filler.